Manufacturer narrative:
The product is to be returned for evaluation, but has not been received yet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15089502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15089502. Cath assy amiia subassembly lot 15088271 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. (B)(4). Balloon aviator subassembly lots 15066823 and 15080503 were reviewed and (B)(4). It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of these lots. (B)(4). This nonconformance bares no relation to the complaint reported. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the patient was admitted with a 90% stenosis in the renal artery. There was no calcification or vessel tortuosity. A femoral approach was used for the procedure. Pre-dilatation was conducted with an unknown balloon followed by deployment of a palmaz genesis stent on amiia rx. It was noted that the balloon ruptured below nominal pressure. The sds was removed from the patient and the stent was post-dilated with an unknown balloon and the procedure was completed. There was no adverse event and the patient is in stable condition. There was no anomaly noticed on the device prior to use. The returned product did not show evidence of a burst, the complaint was not confirmed. A non sds rx genesis on amiia 4.0mmx15mm, 142cm was received coiled inside a bag. The balloon appears as if it had been inflated and deflated, however the balloon burst could not be detected. Mbs were found in their original position. No other anomaly was detected in the returned device. An attempt to inflate the balloon was done per dp 12169733 rev 1, during inflation no leakage was noted in the balloon. The balloon was inflated first at 12atm and the pressure was kept, a second attempt was done at 14atm and no leaks were noted or other anomaly. Pressures taken per pd0050 rev 8 and pd0051 rev 16. Scanning electron microscope was not required since no balloon rupture was detected or found in the balloon. A review of the manufacturing documentation associated with this lot presented the following; pths# (B)(4) generated for validation (pending the outcome of (B)(4) protocol), protocol was accepted because it meets the quality requirements. Pra was released under dcr (B)(4). Validation was successfully freed from the oven through dcr (B)(4).the lot was released and the pths was closed. And pths # (B)(4) generated for validation of clean room for days 26/27/28/29/30 of (B)(4) the 2009. The results of the validation of clean room "at rest" was favorable, the material was accepted and released, the pths was closed. This nonconformance bares no relation to the complaint reported. No issues were found during the manufacturing process that can be related to the reported complaint. The balloon burst failure reported by the customer was not confirmed; no balloon burst was detected in the returned device, controls are placed in the manufacturing area in order to detect pin hole in the balloon during the 100% inspection in the leak test per procedure (B)(4) rev 109. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the renal artery. There was no calcification or vessel tortuosity. A femoral approach was used for the procedure. Pre-dilatation was conducted with a 3 x 20mm balloon of unknown brand. A 4.0 x 15mm palmaz genesis stent on amiia rx 142cm was delivered to the lesion, but the balloon ruptured below nominal pressure. The sds was removed from the patient. The stent was post-dilated with 4 x 15mm balloon of unknown brand successfully and the procedure was completed. There was no adverse event and the patient is in stable condition. There will be a product return. There was no anomaly noticed on the device prior to use.